Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. The customer was educated on the proper load techniques. The customer's blood glucose level did not exceed 500 mg/dl or result in a "high" reading, indicating no adverse impact on the blood glucose level. To address the issue, the customer changed the infusion set and cartridge and resumed insulin. Assistance was requested for the frequent occlusion issues.